Event description:
It has been reported to philips that the system will not boot up. The philips field service engineer (fse) went on site and isolated the turn on problem to the defective flexvision pc. New pc installed and tested. All flexvision and control room monitor configurations were preserved. The system was tested and system is now up. It was also noted that the back computer room was very hot and air conditioning was not working. The hospitals maintenance arrived to fix it. Philips has started an investigation of the complaint.

Manufacturer narrative:
Addtl narrative: the system was not in clinical use when the issue was identified. No harm has been reported. The philips field service engineer (fse) inspected the system onsite. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The engineer replaced the flexvision pc and the system has been returned to use in good working order. Corrected data: updated codes as per the investigation outcome.